Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation (B)(4). It was determined that the activity log did not indicate that the device recognized the pressing of the battery reset button. When the batteries are replaced the coloumb counter needs to be reset. The device operated per device specifications. Events of this nature are typically not classified as a reportable event as this does not prevent use of the device. Analysis for reports of this type has not identified an increase in trend.